Event description:
It was reported that the ilet pump displayed an ¿unable to proceed¿ message during rewind attempts and issued alert 38 indicating a motor stall, resulting in a failure to infuse insulin and preventing a dry run; the affected device component was the motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a motor stall consistent with a failure to infuse, with the motor identified as the affected component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: complaint was confirmed and duplicated. Alert 38 was annunciated after attempts to rewind leadscrew. The device was opened and interior components were inspected. A loose axle dowel pin was found between the leadscrew and leadscrew stop causing a motor stall.